Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized for right heart failure from on (B)(6) 2022 until on (B)(6) 2022. The patient experienced volume overload and was treated with diuretics. It was noted that during the admission the patient experienced low flow alarms that were treated with intravenous (IV) hydration. It was noted that the right heart failure did not exist prior to left ventricular assist device (lvad) implant, and that a device related issue was not considered to cause/contribute to the right heart failure. The right heart failure resolved with the treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ describes that right heart failure can occur post-implant and provides strategies for treating patients who experience right heart failure. No further information was provided. The manufacturer is closing the file on this event.